Event description:
It was reported that the customer's insulin pump was depleting its battery and shutting off without the proper alarms. The customer stated he changed the battery three times in one day. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. It was discovered that the customer does not use the sensor feature, but it was turned on. The customer was advised that turning off the sensor feature will conserve the insulin pump's battery. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)